Event description:
Pt on heart mate xve for 10 months, develops power advisory alarm. Motor waveforms obtained, thoratec contacted, directed to send in motor waveforms & filter for analysis. Pt placed in fixed rate per thoratec, a week later, thoratec technical contacted us to report bearing wear with pt in danger of device failure. Thoratec recommended going to back up pneumatic driver. Pt currently stable in ccu, status upgraded to 1a for transplant.